Event description:
A customer reported to baxter (B)(4) of an adminstration set that could not be disconnected from the patient. The hospital had to use forceps to grip cover which disconnected the set. A patient was involved but no injury was incurred. This condition occurred during an infusion. No additional information is available. This is report 1 of 3 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, baxter determined that the reported condition of a set being difficult to disconnect does not reasonably suggest that the device would likely cause or contribute to a death or serious injury if the malfunction and/or use error were to recur.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection revealed that the luer lock of one of the samples was too deformed and hence no further investigations could be performed. Therefore, the cause of the reported condition has not been discovered. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.